Event description:
During a rotator cuff repair with decompression using an acromioblaster, 4.0mm blade, it was reported that as the shaft was spinning, the device was shedding metal debris into the soft tissue of the joint. The surgeon was unable to confirm that all debris was removed. The procedure was completed with a different blade. There were no patient anatomy exceptions and no reports of injuries or complications.

Manufacturer narrative:
Device evaluation: one 4.0 acromioblaster burr assembly was returned for evaluation. The device was inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner blade rotated freely within the outer blade, no friction was felt in the unloaded condition. Visual inspection was performed and galling of the inner blade shaft was observed. The reported failure mode of shedding and/or seizing for burrs is currently being investigated for the root cause and applicable corrective action. (B)(4).